Event description:
Reporter had surgery on their neck and there was a titanium plate put in to help hold the bone in place untiil it healed but within 4 1/2 to 5 months it started cracking but reporter didn't know anything was wrong until it finally broke in sept. 2000. Reporter was in pain from the beginning and when it broke in two reporter couldn't hardly turn their head and would get real dizzy and almost pass out and lose their balance. Reporter had to have another surgery in 2000 to remove the broken plate and another kind of plate was put in.